Event description:
Reference number (B)(4) event occurred in the saudi arabia. It was reported that the patient experienced high blood glucose event on (B)(6) 2026.the patient received treatment with insulin pump, and the event resolved. No further information is available.